Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis, as the pump is not inflating back once it is activated. A surgical procedure was performed to remove and replace all the components. No additional information was reported.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp), as the pump is not inflating back once it is activated. A revision surgery has been scheduled.